Manufacturer narrative:
Updated: evaluation method, result, and conclusion codes. Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported infection is a known risk associated with penile prosthesis procedures and is noted as such in the tactra instructions for use. Device history record (DHR): review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the tactra instructions for use (IFU) was reviewed. The patient symptom infection was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to remove and replace this tactra malleable penile prosthesis due to suspected infection at the base of the penis identified approximately 3 weeks earlier. Upon removal of the chronic device, a washout was performed and a new device implanted. No additional patient complications were reported.

Event description:
It was reported that the patient underwent a surgical procedure to remove and replace this tactra malleable penile prosthesis due to suspected infection at the base of the penis identified approximately 3 weeks earlier. Upon removal of the chronic device, a washout was performed and a new device implanted. No additional patient complications were reported.